Manufacturer narrative:
On (B)(4) 2014, the biomed engineer at the customer's facility replaced the rf (radio frequency) preamp. A beckman coulter field service engineer did not visit the customer's facility. (B)(4). This MDR is related to another MDR 1061932-2014-01465 for a similar event on a different date with the same analyzer.

Event description:
The customer reported intermittent failures of conductivity and high %cv for the latron controls when using the unicel dxh 800 coulter cellular analysis system. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.